Event description:
It was reported that the ilet bionic pancreas stopped displaying cgm readings after the user disconnected for a shower, while dexcom g7 continuous glucose monitor (cgm) data continued to appear in the g7 app, indicating a communication issue between the ilet and the cgm transmitter. Symptoms included no glucose data displayed on the ilet and no adverse symptoms reported. Outcomes included temporary interruption of cgm data availability on the ilet only, with no injury and no medical care required. User support included remote troubleshooting and education, including verification of the transmitter pairing code and a settings toggle with reentry to reestablish the connection. Investigation of this case revealed that the ilet-cgm communication link was disrupted and subsequently restored through user-guided reconnection steps, consistent with a transient connectivity issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device disconnection leading to temporary cgm signal loss to the ilet, resolved by re-pairing procedures.